Manufacturer narrative:
If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the device had insufficient/low power was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the oscillating saw attachment device was frozen/would not move, had component damage, and did not function. It was further determined that the device failed pretest for general condition, check function in running mode, and check oscillation frequency. It was noted in the service order that the device had insufficient/low power. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.